Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable; however, the repair was not completed as it was scrapped per account requests. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the motor make noise. Investigation showed that the motor speed was unstable. No adverse event was reported as a result of this malfunction.